Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels with high levels of ketones. The customer was unable to recall the exact bg level. Reportedly, the suspected cause was due to poor site placement of the infusion set. The customer went to the emergency room (ER) for treatment. Insulin was administered intravenously. The customer left the ER a few hours later with an approximate bg level of 100 mg/dl. The customer resumed insulin via the pump after returning home.